Event description:
Pt is presently having an illness of atypical neurological disease syndrome, secondary to silicone breast implants. Rptr had implants in 1978. They ruptured in 7/92 and were replaced with saline implants. Rptr now complains of pain, fatigue, memory loss, chest pain, shortness of breath, depression, immune problems, mood swings, bladder pressure, inflammation of the tissues, allergic reaction to perfumes, lupus like symptoms, and heat intolerance.